Event description:
The trilogy bipap a30, flow gen device was returned to the manufacturer service center for field action: c&r 2021 05/06. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that there was no evidence of foam degradation in the device. The technician observed a ventilator inoperative error code in relation to (the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5). The root cause isn't confirmed at this time. There was no further investigation into the cause of the error code due to the device was scrapped. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm.